Manufacturer narrative:
(B)(4). Medical product: catalog #: 47248309560, 6.0 mm diameter cancellous screw, lot # 64543973. Catalog #: 47248310060, 6.0 mm diameter cancellous screw, lot # 62803102. Catalog #: 47248403550, 5.0 mm diameter cortical screw, lot # 64917325. Catalog #: 47248404050, 5.0 mm diameter cortical screw, lot # 64875678. Catalog #: 47248403750, 5.0 mm diameter cortical screw, lot # 64358209. Catalog #: 47248700110, antegrade femoral nail cap 10 mm height, lot # 63978732. Catalog #: 47249234110, greater trochanter femoral nail, lot # 64578370. Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient when through an initial operation approximately 7 months ago. The patient had a feeling of strangeness in his left leg 3 months after. The patient went to the hospital and the surgeon confirmed through x-rays that the distal screw was gradually backed out from the implanted position. Therefore only the screw was explanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.